Event description:
It was reported that the patient with this right atrial (ra) lead experienced syncope. Loss of capture (loc) and bradycardia was also observed. It was noted that the pacing output was programmed below the current capture threshold for this patient. Subsequently, this patient underwent a replacement procedure, this ra lead was surgically abandoned, and another ra lead was successfully implanted. No additional adverse patient effects were reported.